Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No device malfunction was suspected. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No device malfunction was suspected. No further information could be obtained. Additional information was received that the patient had difficulty charging the ipg. The patient was doing well postoperatively and the explanted device was kept by the facility.